Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold lite vaginal support system, the lateral edge of the bladder was perforated with the capio device and mesh (specifics unknown). It is unknown if the perforation was repaired. The procedure was completed with a different device (specifics unknown) with no further complications to the patient, who was fine at the conclusion of the procedure. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.